Event description:
The customer reported a leak from an unknown location inside a coulter lh 750 hematology analyzer. The volume of the leak was approximately 10 ml and was not contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak through the differential shear valve cvl85/126. The shear valve was replaced to resolve the leak. Repairs were verified per established procedures. (B)(4).